Event description:
The customer reported that the system had no x-ray image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced by the customer during the service call. The system was found to be working and put back into service.